Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl; cause was unknown. The customer addressed the bg level via a bolus from the pump and a manual injection of insulin. The customer continued to use the pump for insulin therapy.